Event description:
Pt had b-d glucose meter that interfaces with their insulin pump. It got to a point where as soon as pt turned it on it would get an e-3 error. Company told them it was known problem with that device. Company sent a new one.